Event description:
It was originally reported that the patient experienced stimulation in only one leg following a car accident. The patient had to turn the amplitude up high to get stimulation in the other leg. The patient used her device for 1 hour per day for the past 5 years. The battery was showing end of life. An x-ray confirmed that the lead had not moved. It was later reported that the patient's device was turned off 2 years ago following a motor vehicle accident. Further information is being requested.

Manufacturer narrative:
See scanned pages.